Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
A valiant captivia stent graft system was selected for the endovascular treatment of a thoracic ulcer. It was reported that the patient returned for a routine follow up. A CT revealed a small proximal type I endoleak. The physician elected to model the valiant stent graft with a balloon and the proximal type I endoleak was resolved. Per the physician, the exact cause of the proximal type I endoleak is cannot be determined. No additional clinical sequelae were reported and the patient is fine.